Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the transfemoral 29mm sapien 3 case, resistance was noted during valve alignment managed to get the valve between the markers. After positioning the valve in the annulus and starting to inflate, the valve did not inflate. Nothing happened and the inflation liquid leaked out. All devices were removed without causing injury and new devices were prepared. There was resistance during valve alignment but this time the valve was successfully implanted. The patient is doing well. As seen on the pre-deco evaluation, there was no balloon tear and the I/c bond was intact, however, a pin hole was observed on the I/c bond.

Manufacturer narrative:
Returned cine images were reviewed and did not reveal additional information relevant to the complaint event. The delivery system, valve, and sheath were returned to edwards lifesciences for evaluation. Prior to decontamination, the devices were visually inspected. Upon initial inspection, the crimped valve was returned on the delivery system and located inside the sheath shaft. The atrion was attached to the delivery system. There was a bend in the proximal portion of the balloon shaft, likely due to packaging during return transit. The delivery system handle was in the locked position and the balloon shaft was proximal of the valve alignment marker band. Approximately 1" of fine adjust was used. A liner tear was observed approximately 1.5" in length from the distal tip, and a kink was noted on sheath shaft approximately 1.5" from strain relief (where flex tip is located). In order to evaluate the distal portion of the delivery system, the device was advanced through the sheath and the flex tip was retracted by engineering. The devices were visually inspected and de-airing was attempted. The crimp balloon material was returned bunched. The inflation balloon to crimp balloon (I/c) bond was intact but bubbles were observed around I/c bond during de-airing. The distal end of valve was approximately 1.5" from distal nose tip. There was a small hole/damage/leakage observed proximal to I/c bond along with flex tip gouging and bunching. After visual inspection, to separate and remove the devices for decontamination, engineering deployed the valve off balloon and attempted to retrieve the delivery system through the sheath. During retrieval of delivery system (by engineering), the balloon (proximal to the I/c bond) and the distal portion of the delivery system separated. The sheath housing was disassembled and the delivery system was completely removed. No other abnormalities were observed. No functional testing relevant to the reported complaint event was able to be performed due to the condition of the returned device (balloon and device separation). Crimp balloon double wall thickness measurements proximal to the observed balloon separation were taken as the separation was noted proximal to the I/c bond. The measurements were found to meet specification. The returned commander delivery system was dimensionally measured on the components that could possibly interact during the valve alignment function, and met specification. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any potential manufacturing related issues that could have contributed to the reported complaint event. Review of complaint history from july 2015 to june 2016 revealed similar returned complaints for a torn balloon for the edwards commander delivery system (all sizes). The occurrence rates for torn balloon for the commander delivery system did not exceed the june 2016 control limits for the trend category ¿damaged¿. A review of complaint history from july 2015 to june 2016 revealed complaints for the commander delivery system (all sizes) for valve alignment difficulty. The occurrence rate for this complaint mode for the commander delivery system does not exceed the june 2016 control limits for the trend category, ¿valve alignment difficulties¿. No IFU/training manual deficiencies were identified. During crimp balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. The entire delivery system underwent multiple 100% inspections. Balloon tensile testing (for the bond between the inflation balloon and crimp balloon (I/c bond)) is performed on finished devices under a sampling basis during product verification testing. For the related work order, the five tested samples had a natural log-transformed calculated lower tolerance limit that was higher than the lower specification limit. In addition to the aforementioned manufacturing mitigations, all devices undergo 100% functional inspection by manufacturing and quality for fine adjust function, collet/shaft clearance, and collet engagement. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan which includes locknut/collet engagement tensile testing. For the related work order, the five tested samples had a natural log-transformed calculated lower tolerance limit that was higher than the lower specification limit. Based on evaluation of returned devices (observed damage near I/c bond, followed by separation of the delivery system) the reported complaint of ¿balloon ¿ torn¿ was confirmed. However, the complaint of ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed. Dimensional inspection, review of DHR, and review of lot history did not reveal any confirmed manufacturing non-conformities/issues in the returned sample. In addition, review of IFU/training materials did not reveal any deficiencies. Per the complaint summary regarding the reported valve alignment difficulty, ¿the valve alignment had a lot of resistance but it was managed to get the valve between the markers.¿ per visual inspection by engineering, it was also noted that the flex tip had bunching near the bond and gouging on the flex tip distal end, which may indicate valve diving occurred during the procedure. Tortuous patient anatomy may cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Subsequently, thv non-coaxility and diving into the flex tip can result in higher valve alignment forces, which can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area. Of note, standard operating procedure provides an illustration of valve diving as well as troubleshooting tips. It was reported that inflation of the balloon was not observed during valve deployment. During device evaluation by engineering a small leak was noted proximal to the I/c bond area and upon retrieval of the device through the sheath the device separated (balloon separation proximal to I/c bond area). Review of complaint history revealed similar complaint events and device evaluations noting procedural complications and/or damage to the balloon proximal to the I/c bond. Several of these complaints have been confirmed and previously attributed to patient factors (tortuosity) and/or procedural factors (increased tensile forces to the I/c bond due to performing valve alignment at an angle). This provides an indication that the root causes are related. In this case, it is probable that the reported valve alignment difficulty resulted in tensile forces on the I/c bond area which caused damage such as a small hole/tear but not full separation of the balloon. Such damages most likely resulted in the reported valve deployment complications and observed balloon tear during engineering evaluation. While it is likely that patient factors (tortuous anatomy) and/or procedural factors (techniques employed during delivery system advancement, valve alignment, and/or fine adjustment) contributed to the reported valve alignment difficulty and complications during valve deployment and observed balloon tear, a definitive root cause could not be determined at this time based on available information and investigational results. Since no manufacturing issues were confirmed, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required for the event of balloon torn. However, due to the high criticality level for balloon ¿ torn, a pra was previously initiated for risk assessment. Since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required regarding the difficulty with valve alignment. Since no product non-conformance was identified in the returned sample regarding the difficulty with valve alignment, a pra is not required. The complaint for balloon torn was confirmed, but no manufacturing issues were identified in the device during engineering evaluation. No labeling or IFU inadequacies have been identified. Available information suggest that procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the june 2016 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation. The complaint was unable to be confirmed for difficulty with valve alignment and no manufacturing non-conformities were found in the returned sample related to this issue. Available information suggests that patient and/or procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the june 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Event description:
As reported by our affiliates in germany, during the transfemoral 29mm sapien 3 tavr case, resistance was noted during valve alignment, but managed to get the valve between the markers. The valve was positioned within the annulus for deployment and 10ml of inflation liquid was pushed into the balloon without observed inflation. Deployment was instantly aborted. When deflating the balloon, blood was observed in the syringe which indicated a leakage in the catheter or balloon. All devices were retrieved and were removed without causing an injury while new devices were prepared. For a second time resistance during valve alignment was observed however, the valve was successfully implanted. The patient is doing well. As seen on the pre-deco evaluation, there was no balloon tear and the I/c bond was intact, however, a pin hole was observed. Also, a liner tear was observed approx. 1.5" in length from the distal tip of the esheath.